Event description:
It was reported that a vns pt received a high lead impedance warning during system and normal mode diagnostic testing. Device diagnostics performed nine months earlier confirmed proper device function. Follow up with the pt's treating vns therapy physician revealed that there had been no admission of pt trauma or manipulation prior to receiving the high impedance warnings and that revision surgery would likely occur soon.